Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the clinician noted oversensing of noise with intermittent pauses on the right ventricular (rv) channel. The pacing inhibition varied and did reach greater than two seconds of asystole on some episodes. Noise was also observed on the right atrial (ra) channel. The noise was oversensed and led to inappropriate atr episodes with pacing inhibition of less than two seconds. It was further noted that the intrinsic amplitude was out of range for the pacemaker dependent patient. Boston scientific technical services (ts) was consulted and suggested bringing the patient in to troubleshoot and get an x-ray to look for any pinch points, clavicular crush or lead on lead issues. The patient was brought into the office several days later and noise on both the ra and rv electrograms was observed. The noise was not able to be recreated with isometrics or pocket manipulation. At that time the bi ventricular trigger on the cardiac resynchronization therapy defibrillator (crt-d) was programmed on to prevent pauses. Ts was again consulted and discussed possible causes including insulation issues or lead on lead contact. Ts suggested further testing and an x-ray. The field representative noted that the cause of the noise was suspected to be a lead insulation issue due to the fact the noise was only on the ra and rv leads and not the left ventricular (lv) lead. Over one year later a revision procedure was performed due to continued oversensing of noise leading to pacing inhibition and asystole greater than two seconds. Upon visual inspection no insulation damage was observed on either lead. The rv lead was surgically abandoned and the pace sense portion of the existing high voltage rv lead was put into service. The ra lead remains in service and the crt-d was explanted. A new cardiac resynchronization therapy pacemaker (crt-p) was implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the clinician noted oversensing of noise with intermittent pauses on the right ventricular (rv) channel. The pacing inhibition varied and did reach greater than two seconds of asystole on some episodes. Noise was also observed on the right atrial (ra) channel. The noise was oversensed and led to inappropriate atr episodes with pacing inhibition of less than two seconds. It was further noted that the intrinsic amplitude was out of range for the pacemaker dependent patient. Boston scientific technical services (ts) was consulted and suggested bringing the patient in to troubleshoot and get an x-ray to look for any pinch points, clavicular crush or lead on lead issues. The patient was brought into the office several days later and noise on both the ra and rv electrograms was observed. The noise was not able to be recreated with isometrics or pocket manipulation. At that time the bi ventricular trigger on the cardiac resynchronization therapy defibrillator (crt-d) was programmed on to prevent pauses. Ts was again consulted and discussed possible causes including insulation issues or lead on lead contact. Ts suggested further testing and an x-ray. The field representative noted that the cause of the noise was suspected to be a lead insulation issue due to the fact the noise was only on the ra and rv leads and not the left ventricular (lv) lead. Over one year later a revision procedure was performed due to continued oversensing of noise leading to pacing inhibition and asystole greater than two seconds. Upon visual inspection no insulation damage was observed on either lead. The rv lead was surgically abandoned and the pace sense portion of the existing high voltage rv lead was put into service. The ra lead remains in service and the crt-d was explanted. A new cardiac resynchronization therapy pacemaker (crt-p) was implanted and no additional adverse patient effects were reported.